Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the second clip became caught on the anterior leaflet and could not be removed. The clip was deployed only on one leaflet which is considered intervention to remove the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ with challenging anatomy. The first clip delivery system (cds 50316u156) was advanced to the mitral valve leaflets. Difficulty was noted during the leaflet grasping attempts due to the imaging challenges and large prolapse segment. The clip was able to be successfully implanted and the mr was reduced to 2-3. The second cds (50526u158) was advanced to the mitral valve leaflets and grasping was attempted, but was difficult due to the leaflet anatomy. While positioning the cds, the clip became stuck on the anterior leaflet and could not be removed. Attempts were made to free the cds for approximately an hour but this was unsuccessful. The clip was then securely deployed on only the anterior leaflet. There was no additional room for another clip; therefore, it was decided to complete the case with the two clips implanted and mr reduced to 2-3. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported for failure to adhere / bond to leaflets or entrapment of device or device component from this lot. Based on information, the reported failure to adhere / bond to leaflets and entrapment of device or device component appears to be related to patient morphology/pathology and procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that there was no evidence of a device issue or malfunction in causing or contributing to the deployment of the clip only on the anterior leaflet. The anatomy was reported to be challenging and was causal to the clip only being deployed on the anterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.